Event description:
It was reported that there was no output from the implantable pulse generator (ipg). The device was not able to be interrogated and there was no magnet response. It was noted that the device was at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.